Manufacturer narrative:
The x2 user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced blood glucose of over 500 mg/dl which was addressed with a manual injection. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support (cts) reminded the customer to use labeled insulin. The customer declined to further troubleshoot with cts.